Manufacturer narrative:
B3: date of event: requested, unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: vingmed as - medical supplier. G4: 510k: export only. The actual device has been returned for evaluation. One 6fr ik sheath was returned for assessment. The sample was subject to visual analysis. The sheath is kinked 0.1cm, 2.4cm, 3.2cm and 4.1cm from the sheath hub. The complaint can be confirmed for sheath kinking. The exact root cause cannot be determined. The likely root cause is the sheath was kinked during use. It is possible the user encountered resistance during insertion or withdraw that led to the sheath kinking. The device history record was reviewed to ensure each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported a kink on the cannula was observed during the removal of the device. Additional information was received on 05 nov 2024: to clarify, the kink on the cannula was not a bent cannula tip that was clearly seen prior to use. Instead, it was used for the procedure and then noted during removal from the patient. The device was removed after the procedure was finished. There was no reported impact on the patient when this was discovered, and the patient remained stable. No additional concomitant products were used with the cannula that was found to be kinked.